Event description:
Zoll monitor placed on pt. Rate-40, ma-15. The pt was able to tolerate the ma at 15, however there was no capture. As the ma was turned up to obtain capture the pt was unable to tolerate the painful countershocks. Furthermore the increased output did not increase the capture. Biomed was called and the entire system from leads to machine was changed out. Biomed results: biomed tested with defib/pacer analyzer and no trouble was found. Unit was within specs. Education issue: rep from zoll came and met with the cardiologist and nursing staff. They were educated on proper use of the product.